Event description:
It was reported that an incomplete cartridge change alert occurred. The customer acknowledged that they had initiated the cartridge change but had not completed the load process. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on the meaning of an incomplete alert.